Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error in setting the tubing or pump. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/27/2024, it was reported by a sales representative via (B)(4) that an ar-6480 dualwave¿ arthroscopy fluid management system worked intermittently; inflow on 30-35 setting part way through it would start the boost and pump. No patient was affected. This was discovered during a procedure, with no reported patient harm.